Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 545 mg/dl. The customer went to the hospital yesterday and was advised that they treated her. The customer stated that she had been throwing up since the morning. The customer was advised of the two high blood glucose rules. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.